Event description:
It was reported that the patient's pump was overinfusing "like 9 mls" at the last refill appointment. The medication used in the device system was unknown. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).